Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced a bent cannula due to which she experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2023, at 12:30 am, the patient went to emergency room and was hospitalized due to diabetic ketoacidosis. Her highest blood glucose level 29,27,25 mmol/l and had high ketone level which the healthcare professional assessed as dangerous/life threatening. Moreover, this similar issue occurred with four same type of infusion sets on (B)(6) 2023 and occurred within 3 hours of insertion. The site location was patient's abdomen. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, unspecified medication (drug name unknown) for infection and hydration as corrective treatment which resolved the issue, but the patient was still being monitored in the ICU and was not released.  Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.